Manufacturer narrative:
The reported events of charge time out, inappropriate/inadequate shock/stimulation, and sensing noise were not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing was performed, and no anomalies were noted.

Manufacturer narrative:
Correction to implant date.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to oversensing of noise and a failure to charge. The product was explanted and successfully replaced. The patient was stable.